Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise and over-sensing on right atrial (ra) and right ventricular (rv) leads. It was noted that there was visual confirmation of insulation damage on the leads. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.